Event description:
It was reported that during the upgrade in therapy procedure this right ventricular (rv) lead had an insulation breach. No abnormal measurements were noted. Physician elected to explant and replace the lead. No additional adverse effects were reported. This product is not expected to be returned for analysis as it was discarded by the explanting facility. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete electrode was returned. Resistance testing had normal measurements and the x-ray showed no conductor issues. Detailed analysis confirmed that the polyurethane insulation was cracked/torn at approximately 5.4 cm from the terminal end. Based upon the clinical observations and the laboratory findings the polyurethane outer insulation crack at the distal end of the terminal boot is consistent with environmental over stress. The inner insulation on the conductors was found intact.

Event description:
It was reported that during the upgrade in therapy procedure this right ventricular (rv) lead had an insulation breach. No abnormal measurements were noted. Physician elected to explant and replace the lead. No additional adverse effects were reported. This product is not expected to be returned for analysis as it was discarded by the explanting facility. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.